Event description:
The customer reported that they were receiving an err4 message and a battery/booklet icon when inserting strips into their locked freestyle meter which is the indication that the meter is now unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.